Event description:
Olympus (osh) was informed that the customer high definition autoclavable camera head was returned to olympus repair for a reported ¿cable with poor contact¿ during a laparoscopic surgery. There was no delay, and the intended procedure was finished using the same camera head. There was no death, injury or harm reported.upon inspecting and testing, a no image defect was identified and determined to be attributed to a defective cable unit. This report is being submitted to capture the no image defect.

Manufacturer narrative:
The service evaluation identified a no image defect, attributed to a defective cable unit. The customer¿s problem was not confirmed. However, the coupler was found deformed resulting in rotational lag/play and an offset image. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The subject device was not repaired in the past year. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the reported issue could not be conclusively determined. However, the no image abnormality occurred due to a defective/faulty cable unit. The cause of the faulty cable unit could not be conclusively determined. In general, the customer is required to check the function of all devices used prior to a procedure and that a suitable replacement device must be provided during an application. As a preventative measure, the IFU (instructions for use manual) has the following statements: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.